Manufacturer narrative:
Covidien reference # : (B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gastric bypass, the device jaws could not be reopened. It was reported that a piece of blue plastic was noted in the patient cavity. The piece was retrieved with no harm to the patient. Another device of the same type was opened and used to successfully complete the case.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2016. A piece of the blue jaw seal plate was no longer on the device. This was caused by the knife was hitting the back of the blue jaw seal plate. This can happen when the user places excessive tension on the jaws, forcing them out of alignment. The IFU cautions the user to not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. The IFU states to gently pull the cutting trigger to engage the cutting mechanism.